Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal follow-up, a device diagnostic incorrectly indicated that the estimated device longevity was prematurely depleted despite a stable battery voltage. The remaining longevity was overestimated due to inclusion of the duration of the mid-life plateau. A battery remeasurement backed up the estimated device longevity is stable. The patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
The reported field event of a longevity estimation anomaly was confirmed in the laboratory and was due to a programmer anomaly. The device was tested on the bench and no anomalies were found.

Event description:
New information received states the device was explanted and replaced. The patient condition after the procedure was fine. The patient returned for a post operation follow-up and was doing well.